Event description:
The event involves the enfit enteral feeding connection and enfit feeding tube. It is designed to reduce the number of missed connections. However, the connection does not pull away from the peg tube if tension is detected thus causing the peg to pull against the abdominal wall. This can cause dislodgement and harm to the patient. The patient then requires additional intervention/procedures to correct any potential or actual harm. The patient was found to have an abdominal wall abscess. Colon was adhered to the stomach with fluid in the pelvis. FDA safety report ID # (B)(4).